Manufacturer narrative:
Photo analysis: it is possible to determine, the lot number#: 2687985 and catalog number#: n-tsf415 of the photos provided. Visual analysis of the photographs identified. Seroma: unable to observe, since it is not related to the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. No additional observations were carried out.

Event description:
Patient reporting, a "textured to smooth exchange". Patient later reported, "inflammatory reaction¿ and "late onset of seroma caused by allergan textured prostheses¿. And ¿observe, that there was a seroma at the level of both breast implants¿. This is for the right side device. The device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product and seroma-late.

Event description:
Patient reporting a "textured to smooth exchange." This is for the right side device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation. Additional, changed, and/or corrected data: a4, b5, b6, d1, d4, d.6b, h4, h6.

Event description:
Patient reporting a "textured to smooth exchange." Patient later reported "inflammatory reaction¿ and "late onset of seroma caused by allergan textured prostheses¿ and ¿observe that there was a seroma at the level of both breast implants¿. This is for the right side device. The device has been explanted.